Event description:
While this device was being used to expand another MFR's coronary stent after it was deployed, the balloon of this device burst at a pressure greater than its rated burst pressure. There has been no claim of injury related to this event. The device is being returned for analysis.